Manufacturer narrative:
Exact date and month of explant is not known, but year is known. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a bacterial infection in three different areas post-implant. The doctor had allegedly "never seen anything like it before." The leads/electrodes were saved without taking them out of the brain, but the implantable neurostimulator (ins) was removed. The ins location was "very infected" and the patient was waiting for the ins "sore" to heal. The patient was currently taking a strong penicillin.